Event description:
Complaint received via (B)(4) reporting incidents involving use of bulsulfan with three (3) ch2000 spiros connectors and three (3) ch-10 clave IV bag access devices. The report states "pharmacy sent dose of bulsulfan to floor for 1400 dose. Following inspection of the dose, nursing reported to pharmacy that drug had precipitated and requested another dose. Second dose delayed by 2 hours but administered without incident. Following day dose timed for 1000 reported by nursing to have participated and visualized leakage of chemo in delivery bag. A second dose was sent to floor. The second dose was precipitated ...staff were instructed to immediately stop use of the devices and prepare chemotherapy using standard technique. The pharmaceutical clinical manager contacted the MFR of the closed system drug transfer device (clave/spiros) utilized in the preparation of chemotherapy to alert them of the issue." There were no reported adverse pt. /operator injuries or consequences. The involved devices were discarded.

Manufacturer narrative:
Manufacturers complaint analysis: the ICU medical oncology product svc reps met with the clinical staff on (B)(4) 2010, to review and gather additional info specific to their device usage / drug protocols. The busulfan drug directions for use were reviewed with the staff. The busulfan dfu does clearly state that it can not be used with polycarbonate. Polycarbonate is a widely used material in disposable medical grade plastic devices. It is known and understood that drug and solvent preparations are continuously changing, drug package inserts should always be reviewed prior to use for compatibility info. ICU medical has posted a spiros informational notice regarding this issue and recommendation.